Event description:
The biomedical service for the hosp provided a vague report of an infiltration involving the pump. The biomed reported there was pt injury; however, he did not kown what occurred. Despite baxter's efforts to obtain additional info regarding the date the incident occurred, the medication involved, pump programming and set-up info, specific pt details, tubing product code and lot number being used, medical intervention and pt injury, no further info was available. Aternative contact info was requested but none was identified.